Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2018-00322: screw.

Event description:
While inserting a locking screw into an aculoc2 plate, the driver tip broke off in the head of the screw and could not be removed. It remains implanted.

Manufacturer narrative:
The returned driver tip was examined visually under magnification. Dimensional examination is not possible due to the deformation of the product surrounding the failure site. The fracture surface exhibits minimal smearing and no twisting of the hex feature is present. This is indicative of a singular overload event failure.